Event description:
It was reported the soltive laser system was in use during an ureteroscopy procedure. The laser fiber broke and burned the operating assistant superficially on the arm. The fiber was replaced, and the procedure was completed. There were no reports of patient harm. This is report 1 of 2.

Manufacturer narrative:
Related patient ID: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.